Event description:
I am a type 1 diabetic who uses the animas vibe insulin pump with the unomedical inset infusion set. I injected insulin for 25 years before I started using the insulin pump so I have a lot of scar tissue. When I replaced the infusion set, the needle didn't penetrate my skin. The needle was bent at the top and the insulin pump was unable to deliver insulin. Worse yet, the insulin pump doesn't report when there has been a failure to insert the infusion set properly. I became seriously ill due to high blood glucose levels ((>600) because I ate 2 or 3 meals without receiving any insulin.